Manufacturer narrative:
Date of event: event date was reported as an unreported date "during the (B)(6) festival this year (2019)". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritoneal inflammation. The cause was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified drug injection (dose, route and frequency not reported) for the event. At the time of this report, the patient has recovered. Pd therapy was ongoing during the early stage of treatment and was withdrawn during the later stage. No additional information is available as the reporter declined follow up.